Manufacturer narrative:
H10: h2: additional information: b5.

Event description:
It was reported that during an acl reconstruction surgery, the biorci screw broke. The procedure was successfully completed using a smith and nephew back up device. There was a 1-30 min delay. All the pieces were removed using suction. There was no void left in the patient. The back up device was used in the original drilled bone hole. No further complications were reported.

Event description:
It was reported that during an acl reconstruction surgery, the biorci screw broke. The procedure was successfully completed using a smith and nephew back up device. There was a 1-30 min delay. All the pieces were removed using suction. There was no void left in the patient. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information on b5 and h6.

Event description:
It was reported that during an acl reconstruction surgery, the biorci screw broke. The procedure was successfully completed using a smith and nephew back up device. It is unknown if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The screw is fractured at the distal tip. The fractured piece was not returned. Bio debris is present. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause was associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.